Event description:
This ra lead was implanted on (B)(6) 1998 and remains implanted at this time. A call was placed to technical services on 07/31/2018 stating that this lead had noise, undersensing, and intermittent pace impedance less than 200 ohms. The following physician was dr. (B)(6) at(B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).